Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator burned on the display side and emitted smoke. It was also observed that some parts of the board were burnt. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed a faulty user interface (ui) printed circuit board assembly (pcba) which was then replaced. The ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. With the information available the investigation determines a plausibility of the reported event, likely due to the potential fault isolated in the field with the ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator burned on the display side and emitted smoke. It was also observed that some parts of the board were burnt. Although patient intervention details are unknown there was no injury to the patient.

Manufacturer narrative:
Additional code added to h6 evaluation code result. Correction to section h6 component code. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator burned on the display side and emitted smoke. It was also observed that some parts of the board were burnt. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed a faulty user interface (ui) printed circuit board assembly (pcba) which was then replaced. The ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. One ui pcba was returned to medtronic for failure investigation. Visual inspection found the damaged capacitor(c174) on the ui pcba. The cause of the event was isolated to faulty capacitor(c174) in ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.